Manufacturer narrative:
Diopter: +23.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2015a +23.00 diopter three piece silicone lens. The lens was implanted in the patient's left eye. This incident was due to a previous injury the patient had some years ago. The patient had a blow to the head and it was unknown that there was anything wrong, until the lens was inserted into the patient's eye and the capsule did not support the lens. The capsule had been compromised. The lens was cut to remove from the eye and no other lens was implanted. There was no malfunction due to the device. The patient was sent to a retinal specialist.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result : visual inspection of the returned product found the lens torn into pieces. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).